Manufacturer narrative:
(B)(4). Analysis identified the pump motor had a gear train anomaly; corrosion and/or wear and/or lubrication. The stall was due to shaft-bearing.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 500 mcg/ml; 136.64 mcg/day via an implantable pump for intractable spasticity and cva (stroke) das system. The date of the event was (B)(6) 2015. It was reported a motor stall occurred (B)(6) 2015 13:10 and motor stall recovery occurred (B)(6) 2015 13:47. Specific patient symptoms, cause of the event, medical history, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).